Event description:
It was reported via repair work order that the foot right/left side rails were stuck in the down position due to rusted/corroded timing link pivots. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.